Event description:
Per dealer, valve operator is not shifting. Per independent repair center statement, unit is alarming or red light. The key failure was the 4-way valve of the valve operator is not shifting.